Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that between the night of (B)(6) 2025, the patient, who was staying with his sister, experienced elevated blood glucose levels of 24 mmol/l (432 mg/dl) overnight. A correction dose was administered; however, by morning, glucose levels remained high at 19 mmol/l (342 mg/dl). During breakfast, the patient ate and received a bolus with correction but began vomiting around 10 am. His sister checked ketone levels, which measured 2.9 mmol/l. Due to persistent vomiting and elevated ketones, he was taken to the hospital. The patient was diagnosed with diabetic ketoacidosis. The patient received manual insulin injections at the hospital. After a new pod was applied, glucose levels did not decrease adequately, so the second pod was also removed. The medical team initiated intravenous insulin, fluids, and potassium therapy. Treatment included manual novorapid insulin injections, IV insulin infusion, and supportive fluids. The pod was discarded, and the patient was discharged the following day after a one-day hospital stay.